Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Review of the device history record confirmed the device met mfg requirements prior to shipment. The cause for the reported event remains unk. Upon receipt of the device and completion of the failure analysis of the complaint device supplemental med watch will be filed.

Event description:
It was reported during a right sided atrial tachycardia ablation procedure a leak occurred from the hemostasis valve of a swartz braided transseptal introducer. The physician punctured the right groin and inserted the guidewire of the swartz braided introducer into the right atrium. Then the introducer with the dilator inside was advanced into the right atrium. After positioning he aspirated the introducer with a syringe. While doing this, he saw bubbles in the syringe. He immediately pulled the introducer back out of the pt. The procedure was competed with a new introducer. There were no complications for the pt, who has been discharged home.